Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that upon receiving sensor scan results of 3.2 mmol/l, 3.5 mmol/l, and 3.3 mmol/l, she "took sugary food and drinks" and subsequently experienced vomiting, fatigue, and could "barely walk". Customer called an ambulance and was transported to a hospital where a laboratory result of 57 mmol/l (1026 mg/dl) was obtained. Customer was put on an insulin pump, metformin 500 mg, and bupropion (smoking cessation aid and antidepressant) and remained in the hospital for 3 days. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that upon receiving sensor scan results of 3.2 mmol/l, 3.5 mmol/l, and 3.3 mmol/l, she "took sugary food and drinks" and subsequently experienced vomiting, fatigue, and could "barely walk". Customer called an ambulance and was transported to a hospital where a laboratory result of 57 mmol/l (1026 mg/dl) was obtained. Customer was put on an insulin pump, metformin 500 mg, and bupropion (smoking cessation aid and antidepressant) and remained in the hospital for 3 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.